Event description:
Additional information was received in a response to a request for follow-up. It was reported that the catheter was revised on (B)(6) 2020 and the explanted product was discarded. It was noted that the customers believed that there could have been a connection problem from their side, but they were not sure. It was confirmed that they checked for back-flow at the initial implant.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# unknown implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable intrathecal pump. It was reported on (B)(6) 2020 that the patient experienced pain symptoms. During the refill on (B)(6) 2020 almost all the drug was still in the pump. The pump and catheter had been implanted and filled with 40 ml on (B)(6) 2020, and the refill on (B)(6) 2020 was confirmed to be the first time the pump was refilled after implant. It was also confirmed that the reservoir volume had been programmed to 40 ml when it was filled at implant on (B)(6) 2020. It was unknown if the pump logs were read to confirm there were no pump alarm events. It was indicated that they decided to revise the catheter. The patient went home after the catheter revision and was no doing fine with no injury. No further complications were reported or anticipated.